Event description:
In 2007 had cataract surgery on right eye by a local eye surgeon. An acrysoft lens, model: sn60at: power: 23.od, length: 13.0mm, optic: 6.0mm was implanted. Resulted in good distant vision with a dark black crest/shadow at extreme right edge. The surgeon referred me to another surgeon who performed cataract surgery on left eye in 2007 with a different lens implant. A bausch & lomb: model pc l161ao, length: 13mm, optic: 6.0, power: 23.5d. Resulted in having the same problem with a crest/shadow on the extreme left edge. Neither surgeon could give me a definitive answer as to how to correct the problem. The 2nd surgeon did produce an article from a medical journal that noted a side effect - noted above - from the acrysoft lens can result. The first surgeon does not want to perform another surgery to correct problem. The 2nd surgeon, because of the same results to my left eye with a different iol implant, does not want to do any further surgery. Has anyone else reported this problem with the above lenses used? Dates of use: during 2007. Diagnosis or reason for use: cataract; partial cataract to even vision strength to equal right.